Event description:
It was reported that: the white-connection of lumen was found to have high infusion resistance. It has been removed and replaced without adverse reactions. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: the white-connection of lumen was found to have high infusion resistance. It has been removed and replaced without adverse reactions. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn # (B)(4). The customer returned one 2l PICC for evaluation. Signs of use were observed on the catheter body and inside the extension lines. The catheter body was observed to be intentionally severed. Visual inspection of the proximal extension line revealed a small hole adjacent to luer hub. Microscopic examination confirmed the damage. Visual inspection of the distal extension line revealed no obvious defects or anomalies. The catheter total length measured 15 3/4", which is not within the specifications of 19 1/2"-20" per product drawing. This indicates that at least 3 3/4" of the catheter was severed and not returned. The proximal extension line outer diameter measured 0.09546" which is within the specifications of 0.093"-0.097" per product drawing. The proximal extension line inner diameter measured 0.057" which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the product instructions for use (IFU) which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extension lines were flushed using a lab inventory 10ml syringe. Water was observed exiting the hole near the proximal luer hub. The distal extension line flushed normally, with no blockages or leaks. A manual tug test confirmed the distal extension line was still secured to its luer hub. A device history record review was performed, and the following findings were identified: for material number c-15802-018a, two non-conformances were initiated for lot #'s 13c21k1277, 13c21l2257 , 13c21l2260, 13c21l2259, 13c21l2261, 13c21k1278, 13c21k2057,13c21k1277, 13c21h2053, and 13c21h2607 in regards to extension line leak during use. Based on the returned sample, these findings are relevant to this investigation. The instructions for use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed a hole in the proximal extension line adjacent to the luer hub. The appearance of the damage is consistent with a molding defect. The catheter met all relevant dimensional and functional requirements. Based on these circumstances, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.